Event description:
It was reported that the procedure was to treat an un-specified coronary lesion. While advancing a non-abbott balloon catheter, resistance was noted with the balance middleweight (bmw) guide wire. During removal of the balloon catheter, resistance was noted with the guide wire again. A new bmw guide wire was used with the same balloon catheter; however, the balloon catheter again met resistance with this guide wire during advancement and removal. A new non-abbott guide wire and balloon catheter were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional balance middleweight (bmw) guide wire is being filed under a separate medwatch report.